Event description:
It was reported that the patient was seen in the emergency department with dizziness. It was further reported that the right ventricular (rv) lead was oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.